Manufacturer narrative:
The reported event of could not advance the right ventricle lead into the header was not confirmed. Analysis revealed no lead insertion problems found. All lead insertion tests, and connector bore tests passed and were in specification. The device is found to be normal.

Event description:
It was reported that the patient presented for a system implant procedure. The right ventricular lead could not be advanced into the header. The pacemaker was not used and replaced. There was no patient consequences reported.